Manufacturer narrative:
The kit, photos and smartcard were returned for analysis. A review of the smartcard data indicated that prime was successfully completed and blood collection had started. Several alarm #16: collect pressure and alarm #18: system pressure alarms as well as an alarm #7: blood leak (centrifuge chamber) alarm occurred after 194ml of whole blood processed. The treatment was then aborted. An examination of both the kit and photos indicated that the base of the bowl separated from the bowl at the joint between the two components. A closer examination of the bowl suggested that there was a poor weld between the bowl and its base. Thus the cause of the bowl break was most likely a weld issue between the outer bowl and the bowl cover. The root cause for the weld issue could not be determined. A CAPA was initiated at the manufacturing site in order to further investigate the possible causes for the welding issue and to determine the associated corrective actions. Trends were reviewed for complaint categories, alarm #16: collect pressure, alarm #18: system pressure, and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot (B)(4) was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. However, a CAPA had been initiated for centrifuge bowl leak/break and is now closed. The kit lot number subject to this report is post-CAPA implementation and is being monitored. This assessment is based on information available at the time of the investigation. The manufacturer has yet to receive the kit. Once the kit has been received and the analysis of both the kit and the returned pictures is complete, a supplemental report will be filed. (B)(4).

Event description:
The customer called to report a bowl break during a dual needle mode treatment after 200ml of whole blood processed. The customer stated that there were no alarms prior to or during the break. The customer reported that the bottom of the bowl was still on the platform, but that it had detached from the rest of the bowl. The customer stated that the leak detector strip was damaged and that the customer's biomed would perform the repair. The kit and photos will be returned for investigation.